Event description:
It was reported that the customer was hospitalized for low blood glucose. It was 40mg/dl at the time of reporting. She stated that she was having issues with her pump and wanted it replaced. The insulin pump is being returned. No additional information was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.